Event description:
A customer was reported to have visited the emergency room and was subsequently hospitalized with a blood glucose level of 600 mg/dl. There was no injury resulting from the event, and an insulin drip was administered to resolve the issue successfully. The customer did not experience any permanent damage, and no pump issues were identified during a system check. The customer was discharged from the hospital on (B)(6) 2025.